Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a constant auditory alarm was confirmed via analysis of the returned system controller. The returned system controller was connected to a test system monitor, test power module, and mock circulatory loop and upon manipulating the black power lead, intermittent no external power alarms activated, and a constant auditory alarm was observed. Visual inspection of the returned system controller revealed that the black power cable was kinked approximately 4 inches from the controller connector. Evaluation of the underlying wires on the black power cable revealed that the yellow (alarm out) and clear (redundant negative voltage) wires were broken and the inner conductors were exposed. The damage to the wires was observed approximately 4¿ from the controller connector. Further inspection of the damaged wire indicated that the exposed inner conductor of the yellow wire could short to the shielding or the exposed conductors from the clear wire, which would result in the reported auditory alarms and observed no external power alarms. The log files contained approximately 1 day of relevant data combined (16nov2023 ¿ 17nov2023 per the timestamp). The data in the log files did not indicate any issues with the system controller. No atypical alarms were observed throughout the log file. The pump maintained a speed above or at the low speed limit without issue while the driveline was connected. No lvad or driveline fault alarms were observed throughout testing of the returned system controller or from reviewing the log files. The reported event was determined to be caused by a break in the alarm out wire in the controller¿s black power cable. Although not conclusively determined, repetitive flexing of the power cable during use over time may have contributed to the observed underlying wire damage. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 05apr2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect, no external power, lvad, and driveline fault alarms and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: the orange (data transmission) wire was observed to be damaged. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a yellow wrench driveline fault alarm. The patient also reported having left ventricular assist device (lvad) alarms while moving the system controller or dropping it. Now alarms were noted in the history. It was noted that these alarms only happened while on wall power and the lvad fault alarm was seen on the ipad overnight. Per technical services, there were no unusual events recorded in the log file event history. The power leads and modular cable were reportedly very twisted and kinked and needed to be replaced. It was later communicated that the system controller and modular cable were exchanged, which resolved the alarms. Modular cable related MFR number 2916596-2023-08241.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.